Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher and paykel healthcare in (B)(4) for evaluation. The device was visually inspected and pressure tested to check for performance. Result: the visual inspection revealed that the temperature port was damaged, stress marks and cracks are present in the region of the damage. We could find no signs of melting. The pressure test showed the product was performing within specification. The circuit was then submerged in a water bath to check for leaks; no leak could be identified. A lot check could not be performed as a lot number was not provided. Conclusion: we were unable to determine the cause for the damaged temperature port and the device performed within specification. All rt266 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on thebreathing system and check for occlusion before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in valhalla reported via a fisher & paykel healthcare representative that an rt266 infant breathing circuit melted and was leaking. No patient consequence was reported.